Event description:
The patient was positioned prone on the jackson table for a 13+ hour surgery. The patient's face was resting in a prone view head cradle. The chest was positioned on the mizuhosi tempur-pedic medical single chest pad and the hips and thighs were positioned on gel pads. When the patient was taken off of the jackson table, there was slight redness on the chest. But later, the patient developed blisters all over his chest requiring a wound care consultation. The operating room (or) leadership felt that mizuhosi tempur-pedic medical single chest pad did not warm well in response to the patient's body heat in the chest area due to the cold or temperature and free air flow under the jackson table during the surgery. Due to these factors, the chest pad remained hard and not pliable/able to conform well to the patient's chest-which caused the tissue injury. The other padded areas of the patient's body did not show signs of tissue breakdown/blisters, etc.======================manufacturer response for chest pad (made for the jackson table), mizuhosi tempur-pedic medical single chest pad per site reporter)======================all mizuhosi chest pads were returned to the company; or went back to using gel chest pads.